Manufacturer narrative:
Forty days have passed since this issue was reported to mitek; nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. No additional information other than what was originally reported has been received. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a (B)(6) female patient underwent a successful wrist procedure with the use of a "mini quickanchor plus" for fixation approximately 2 years ago. Recently the patient presented with discomfort or pain (?); x-rays indicated that although the anchor was still in the bone, the anchor arcs were free from the anchor and loose in the area. The patient underwent a re-surgery on (B)(6) 2013, at which point the anchor was removed from the body; however, the loose arcs could not be found, they are still in the patient. This is all that is known at this time, there are questions out to the affiliate for further detail.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.